Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) had been having issues and the representative thought the issues was with the recharger. For the last 3 months starting right after christmas pt started having a hard time charging their implant for sometimes the implant would not charge and they would go for days without being able to charge then they could charge the implant to 100% then 3 hours later the implant battery will be down to 30%. Pt noted that their implant battery was getting really hot inside of them. Pt verified they had not received any messages, but they will get poor charge quality. Pt thought the implant battery had gone bad while the manufacturer representative (rep) thinks its the cord. Pt had reset the controller battery probably 150 times but that did not resolve the issue. The patient was sent out a replacement recharger (rtm). Additional information was received from a patient (pt) regarding an external device. Pt called back stating the controller screen is showing 3 displays on top of each other. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed display is back to normal. Call disconnected. Agent called pt back and confirmed equipment is working as designed. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep stated they were not notified of the issue 2-3 months ago. The pt notified them on 3/8 that their battery was not charging correctly and that their screen was ¿weird¿ and had several images on top of each other. The rep notified them to call patient services to get a new controller. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep stated they do not have the patient's weight. The cause was not determined. They are not sure if the issue is resolved but the patient has not called back with the same issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.